Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation") and device dislocation ("migration") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain") and infection ("infections"). The patient was treated with surgery (hysteroscopy, laparoscopic right salpingectomy and a laparoscopic removal of right essure coil). At the time of the report, the fallopian tube perforation, device dislocation, pelvic pain and infection outcome was unknown. The reporter considered device dislocation, fallopian tube perforation, infection and pelvic pain to be related to essure. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation/ right fallopian tube perforation'), embedded device ('migration/ migration of essure device: right posterior fundus extending through the myometrium/ migration') and uterine perforation ('migration of essure device: right posterior fundus extending through the myometrium/ claiming perforation: uterus') in a 33-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included spontaneous abortion on (B)(6) 2014, multigravida, parity 4 (((B)(6) 2008; (B)(6) 2012; (B)(6) 2013; (B)(6) 2016)), fungal infection, back surgery, asthma, cesarean section, hematuria, spotting vaginal, vaginal discharge, hypertension, automobile accident, chills, tubal ligation and amenorrhea. Concurrent conditions included gerd, iron deficiency anemia, osteoarthritis, gonorrhea, musculoskeletal pain, dizziness, blurry vision, frontal headache, nausea, photophobia, pre-eclampsia, vertigo, migraine, obesity, prediabetes, itching, skin erythema, abdominal pain, diarrhea, flank pain, menstrual disorder, bacterial vaginosis, costovertebral angle tenderness, abdominal cramps and ear pain. Concomitant products included ferrous sulfate from (B)(6) 2016 to (B)(6) 2016 for anemia, metronidazole (flagyl) from (B)(6) 2017 to (B)(6) 2017 for gonorrhea, ketorolac from (B)(6) 2016 to (B)(6) 2018 for osteoarthritis as well as etonogestrel (nexplanon), fentanyl, ibuprofen, nsaids since (B)(6) 2016, paracetamol (acetaminophen) since (B)(6) 2016 and tramadol. On (B)(6) 2016, the patient had essure inserted. In july 2016, the patient experienced pelvic pain ("pelvic pain/ pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal infection ("infections : vaginal infection"), depression ("depression/psych injury"), anxiety ("mental anguish") and dysmenorrhoea ("dysmenorrhea (cramping)"). In 2017, the patient was found to have a pregnancy with contraceptive device ("pregnancy (termination)"). On (B)(6) 2018, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), 1 year 8 months after insertion of essure. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), abdominal pain ("pain :abdominal"), vaginal discharge ("vaginal discharge"), bacterial vaginosis ("bacterial vaginosis") and post procedural complication ("post removal complications: yes"). The patient was treated with surgery (failed med abortion then underwent surgical abortion via d&c and hysteroscopy, laparoscopic right salpingectomy and a laparoscopic removal of right essure coil). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, embedded device, uterine perforation, pelvic pain, vaginal discharge and bacterial vaginosis had resolved and the pregnancy with contraceptive device, vaginal haemorrhage, menorrhagia, vaginal infection, depression, anxiety, dysmenorrhoea, abdominal pain and post procedural complication outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 6, para 4. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as elective abortion. The reporter considered abdominal pain, anxiety, bacterial vaginosis, depression, dysmenorrhoea, embedded device, fallopian tube perforation, menorrhagia, pelvic pain, post procedural complication, pregnancy with contraceptive device, uterine perforation, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: she did not allege that essure caused birth defects left ostia 1 coil and right ostia 2 coils visualized after deployment on (B)(6) 2018 patient underwent unilateral salpingectomy- right fallopian tube. Treatment received for pelvic pain, migration, perforation,bacterial vaginosis, vaginal discharge. Diagnostic results (normal ranges are provided in parenthesis if available): human chorionic gonadotropin - on (B)(6) 2017: positive. Hysterosalpingogram - on (B)(6) 2017: unilateral occlusion (left tube occluded), other: failure to occlude right fallopian tube. Pregnancy test - on (B)(6) 2017: positive. Pregnancy test urine - on (B)(6) 2017: positive; on (B)(6) 2017: negative; on (B)(6) 2018: negative. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical record: pregnancy with contraceptive device ,embedded device, device expulsion". Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: pif received. New events added: post removal complications, bacterial vaginosis. Previously added events pelvic pain, migration, perforation were updated to recovered/resolved. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation/ right fallopian tube perforation'), embedded device ('migration/ migration of essure device: right posterior fundus extending through the myometrium'), device expulsion ('migration of essure device: right posterior fundus extending through the myometrium') and pregnancy with contraceptive device ('pregnancy (termination)') in a 33-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included spontaneous abortion on (B)(6) 2014, multigravida, parity 4 (((B)(6) 2008; (B)(6) 2012; (B)(6) 2013; (B)(6) 2016)), fungal infection, back surgery, asthma, cesarean section, hematuria, spotting vaginal, vaginal discharge, hypertension, automobile accident, chills, tubal ligation and amenorrhea. Concurrent conditions included gerd, iron deficiency anemia, osteoarthritis, gonorrhea, musculoskeletal pain, dizziness, blurry vision, frontal headache, nausea, photophobia, pre-eclampsia, vertigo, migraine, obesity, prediabetes, itching, skin erythema, abdominal pain, diarrhea, flank pain, menstrual disorder nos, bacterial vaginosis, costovertebral angle tenderness, abdominal cramps and ear pain. Concomitant products included ferrous sulfate from (B)(6) 2016 for anemia, metronidazole (flagyl) from (B)(6) 2017 for gonorrhea, ketorolac from 16-jun-2016 to 8-mar-2018 for osteoarthritis as well as etonogestrel (nexplanon), fentanyl, ibuprofen, nsaids since (B)(6) 2016, paracetamol (acetaminophen) since (B)(6) 2016 and tramadol. On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced pelvic pain ("pelvic pain/ pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal infection ("infections : vaginal infection"), depression ("depression"), anxiety ("mental anguish") and dysmenorrhoea ("dysmenorrhea (cramping)"). In 2017, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On (B)(6) 2018, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), 1 year 8 months after insertion of essure. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required) and device expulsion (seriousness criteria medically significant and intervention required). The patient was treated with surgery (failed med abortion then underwent surgical abortion via d&c and hysteroscopy, laparoscopic right salpingectomy and a laparoscopic removal of right essure coil). At the time of the report, the fallopian tube perforation, embedded device, device expulsion, pregnancy with contraceptive device, vaginal haemorrhage, menorrhagia, vaginal infection, depression, anxiety and dysmenorrhoea outcome was unknown and the pelvic pain was resolving. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 6, para 4. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as elective abortion. The reporter considered anxiety, depression, device expulsion, dysmenorrhoea, embedded device, fallopian tube perforation, menorrhagia, pelvic pain, pregnancy with contraceptive device, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: she did not allege that essure caused birth defects left ostia 1 coil and right ostia 2 coils visualized after deployment on (B)(6) 2018 patient underwent unilateral salpingectomy- right fallopian tube diagnostic results (normal ranges are provided in parenthesis if available): human chorionic gonadotropin - on (B)(6) 2017: positive. Hysterosalpingogram - on (B)(6) 2017: unilateral occlusion (left tube occluded), other: failure to occlude right fallopian tube. Pregnancy test - on (B)(6) 2017: positive. Pregnancy test urine - on (B)(6) 2017: positive; on (B)(6) 2017: negative; on (B)(6) 2018: negative. Concerning the injuries reported in this case, the following one/ones were confirmed in patient¿s medical record: pregnancy with contraceptive device ,embedded device, device expulsion quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 25-jul-2019: plaintiff fact sheet and medical records were received- events- ¿abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), vaginal infection, pregnancy (termination), device ineffective, depression, mental anguish and dysmenorrhea (cramping)¿, event migration was clubbed with migration of essure device: right posterior fundus extending through the myometrium. Medical history, lab data, concurrent condition and concomitant medication were added. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation/ right fallopian tube perforation'), embedded device ('migration/ migration of essure device: right posterior fundus extending through the myometrium/ migration'), uterine perforation ('migration of essure device: right posterior fundus extending through the myometrium/ claiming perforation: uterus') and pregnancy with contraceptive device ('pregnancy (termination)') in a 33-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included spontaneous abortion on (B)(6) 2014, multigravida, parity 4 (B)(6) 2008; (B)(6) 2012; (B)(6) 2013; (B)(6) 2016, fungal infection, back surgery, asthma, cesarean section, hematuria, spotting vaginal, vaginal discharge, hypertension, automobile accident, chills, tubal ligation and amenorrhea. Concurrent conditions included gerd, iron deficiency anemia, osteoarthritis, gonorrhea, musculoskeletal pain, dizziness, blurry vision, frontal headache, nausea, photophobia, pre-eclampsia, vertigo, migraine, obesity, prediabetes, itching, skin erythema, abdominal pain, diarrhea, flank pain, menstrual disorder, bacterial vaginosis, costovertebral angle tenderness, abdominal cramps and ear pain. Concomitant products included ferrous sulfate from 13-apr-2016 to 16-jun-2016 for anemia, metronidazole (flagyl) from 10-oct-2017 to 16-nov-2017 for gonorrhea, ketorolac from 16-jun-2016 to 8-mar-2018 for osteoarthritis as well as etonogestrel (nexplanon), fentanyl, ibuprofen, nsaids since 16-jun-2016, paracetamol (acetaminophen) since (B)(6) 2016 and tramadol. On (B)(6) 2016, the patient had essure inserted. In july 2016, the patient experienced pelvic pain ("pelvic pain/ pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal infection ("infections : vaginal infection"), depression ("depression/psych injury"), anxiety ("mental anguish") and dysmenorrhoea ("dysmenorrhea (cramping)"). In 2017, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On (B)(6) 2018, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), 1 year 8 months after insertion of essure. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), abdominal pain ("pain :abdominal") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (failed med abortion then underwent surgical abortion via d&c and hysteroscopy, laparoscopic right salpingectomy and a laparoscopic removal of right essure coil). Essure was removed on 8-mar-2018. At the time of the report, the fallopian tube perforation, embedded device, uterine perforation, pregnancy with contraceptive device, vaginal haemorrhage, menorrhagia, vaginal infection, depression, anxiety, dysmenorrhoea, abdominal pain and vaginal discharge outcome was unknown and the pelvic pain was resolving. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 6, para 4. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as elective abortion. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, embedded device, fallopian tube perforation, menorrhagia, pelvic pain, pregnancy with contraceptive device, uterine perforation, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: she did not allege that essure caused birth defects left ostia 1 coil and right ostia 2 coils visualized after deployment on (B)(6) 2018 patient underwent unilateral salpingectomy- right fallopian tube diagnostic results (normal ranges are provided in parenthesis if available): human chorionic gonadotropin - on (B)(6) 2017: positive. Hysterosalpingogram - on (B)(6) 2017: unilateral occlusion (left tube occluded), other: failure to occlude right fallopian tube. Pregnancy test - on (B)(6) 2017: positive. Pregnancy test urine - on (B)(6) 2017: positive; on (B)(6) 2017: negative; on (B)(6) 2018: negative. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical record: pregnancy with contraceptive device ,embedded device, device expulsion". Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 4-sep-2019: plaintiff fact sheet received. Essure removal date was added. Following events "pain: abdominal and vaginal discharge" was added. Device expulsion updated to uterine perforation. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation/ right fallopian tube perforation'), embedded device ('migration/ migration of essure device: right posterior fundus extending through the myometrium/ migration') and uterine perforation ('migration of essure device: right posterior fundus extending through the myometrium/ claiming perforation: uterus') in a 33-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included spontaneous abortion on (B)(6) 2014, multigravida, parity 4 ((B)(6) 2008; (B)(6) 2012; (B)(6) 2013; (B)(6) 2016)), fungal infection, back surgery, asthma, cesarean section, hematuria, spotting vaginal, vaginal discharge, hypertension, automobile accident, chills, tubal ligation and amenorrhea. Concurrent conditions included gerd, iron deficiency anemia, osteoarthritis, gonorrhea, musculoskeletal pain, dizziness, blurry vision, frontal headache, nausea, photophobia, pre-eclampsia, vertigo, migraine, obesity, prediabetes, itching, skin erythema, abdominal pain, diarrhea, flank pain, menstrual disorder, bacterial vaginosis, costovertebral angle tenderness, abdominal cramps and ear pain. Concomitant products included ferrous sulfate from (B)(6) 2016 to (B)(6) 2016 for anemia, metronidazole (flagyl) from (B)(6) 2017 to (B)(6) 2017 for gonorrhea, ketorolac from (B)(6) 2016 to (B)(6) 2018 for osteoarthritis as well as etonogestrel (nexplanon), fentanyl, ibuprofen, nsaids since (B)(6) 2016, paracetamol (acetaminophen) since (B)(6) 2016 and tramadol. On (B)(6) 2016, the patient had essure inserted. In july 2016, the patient experienced pelvic pain ("pelvic pain/ pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal infection ("infections : vaginal infection"), depression ("depression/psych injury"), anxiety ("mental anguish") and dysmenorrhoea ("dysmenorrhea (cramping)"). In 2017, the patient was found to have a pregnancy with contraceptive device ("pregnancy (termination)"). On (B)(6) 2018, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), 1 year 8 months after insertion of essure. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), abdominal pain ("pain :abdominal"), vaginal discharge ("vaginal discharge"), bacterial vaginosis ("bacterial vaginosis"), post procedural complication ("post removal complications: yes"), cystitis ("bladder infection"), urinary tract disorder ("urinary problems"), bladder disorder ("bladder problem") and urinary tract infection ("uti"). The patient was treated with surgery (failed med abortion then underwent surgical abortion via d&c and hysteroscopy, laparoscopic right salpingectomy and a laparoscopic removal of right essure coil). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, embedded device, uterine perforation, pelvic pain, vaginal infection, vaginal discharge, bacterial vaginosis, cystitis, urinary tract disorder, bladder disorder and urinary tract infection had resolved and the pregnancy with contraceptive device, vaginal haemorrhage, menorrhagia, depression, anxiety, dysmenorrhoea, abdominal pain and post procedural complication outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 6, para 4. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as elective abortion. The reporter considered abdominal pain, anxiety, bacterial vaginosis, bladder disorder, cystitis, depression, dysmenorrhoea, embedded device, fallopian tube perforation, menorrhagia, pelvic pain, post procedural complication, pregnancy with contraceptive device, urinary tract disorder, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: she did not allege that essure caused birth defects left ostia 1 coil and right ostia 2 coils visualized after deployment on (B)(6) 2018 patient underwent unilateral salpingectomy- right fallopian tube. Treatment received for pelvic pain, bladder infection, bladder problems, uti, urinary problems. Outcome of previously added events vaginal infection, pelvic pain, uterine perforation, fallopian tube perforation, migration, vaginal discharge. Treatment received for pelvic pain, migration, perforation,bacterial vaginosis, vaginal discharge. Diagnostic results (normal ranges are provided in parenthesis if available): human chorionic gonadotropin - on (B)(6) 2017: positive. Hysterosalpingogram - on (B)(6) 2017: unilateral occlusion (left tube occluded), other: failure to occlude right fallopian tube. Pregnancy test - on (B)(6) 2017: positive. Pregnancy test urine - on (B)(6) 2017: positive; on (B)(6) 2017: negative; on (B)(6) 2018: negative. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical record: pregnancy with contraceptive device ,embedded device, device expulsion". Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: quality-safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation/ right fallopian tube perforation'), embedded device ('migration/ migration of essure device: right posterior fundus extending through the myometrium/ migration') and uterine perforation ('migration of essure device: right posterior fundus extending through the myometrium/ claiming perforation: uterus') in a 33-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included spontaneous abortion on (B)(6) 2014, multigravida, parity 4 (((B)(6) 2008; (B)(6) 2012; (B)(6) 2013; (B)(6) 2016)), fungal infection, back surgery, asthma, cesarean section, hematuria, spotting vaginal, vaginal discharge, hypertension, automobile accident, chills, tubal ligation and amenorrhea. Concurrent conditions included gerd, iron deficiency anemia, osteoarthritis, gonorrhea, musculoskeletal pain, dizziness, blurry vision, frontal headache, nausea, photophobia, pre-eclampsia, vertigo, migraine, obesity, prediabetes, itching, skin erythema, abdominal pain, diarrhea, flank pain, menstrual disorder, bacterial vaginosis, costovertebral angle tenderness, abdominal cramps and ear pain. Concomitant products included ferrous sulfate from (B)(6) 2016 to (B)(6) 2016 for anemia, metronidazole (flagyl) from (B)(6) 2017 to (B)(6) 2017 for gonorrhea, ketorolac from (B)(6) 2016 to (B)(6) 2018 for osteoarthritis as well as etonogestrel (nexplanon), fentanyl, ibuprofen, nsaids since (B)(6) 2016, paracetamol (acetaminophen) since (B)(6) 2016 and tramadol. On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced pelvic pain ("pelvic pain/ pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal infection ("infections : vaginal infection"), depression ("depression/psych injury"), anxiety ("mental anguish") and dysmenorrhoea ("dysmenorrhea (cramping)"). In 2017, the patient was found to have a pregnancy with contraceptive device ("pregnancy (termination)"). On (B)(6) 2018, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), 1 year 8 months after insertion of essure. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), abdominal pain ("pain :abdominal"), vaginal discharge ("vaginal discharge"), bacterial vaginosis ("bacterial vaginosis"), post procedural complication ("post removal complications: yes"), cystitis ("bladder infection"), urinary tract disorder ("urinary problems"), bladder disorder ("bladder problem") and urinary tract infection ("uti"). The patient was treated with surgery (failed med abortion then underwent surgical abortion via d&c and hysteroscopy, laparoscopic right salpingectomy and a laparoscopic removal of right essure coil). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, embedded device, uterine perforation, pelvic pain, vaginal infection, vaginal discharge, bacterial vaginosis, cystitis, urinary tract disorder, bladder disorder and urinary tract infection had resolved and the pregnancy with contraceptive device, vaginal haemorrhage, menorrhagia, depression, anxiety, dysmenorrhoea, abdominal pain and post procedural complication outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 6, para 4. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as elective abortion. The reporter considered abdominal pain, anxiety, bacterial vaginosis, bladder disorder, cystitis, depression, dysmenorrhoea, embedded device, fallopian tube perforation, menorrhagia, pelvic pain, post procedural complication, pregnancy with contraceptive device, urinary tract disorder, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: she did not allege that essure caused birth defects left ostia 1 coil and right ostia 2 coils visualized after deployment on (B)(6) 2018 patient underwent unilateral salpingectomy- right fallopian tube. Treatment received for pelvic pain, bladder infection, bladder problems, uti, urinary problems. Outcome of previously added events vaginal infection, pelvic pain, uterine perforation, fallopian tube perforation, migration, vaginal discharge. Treatment received for pelvic pain, migration, perforation,bacterial vaginosis, vaginal discharge. Diagnostic results (normal ranges are provided in parenthesis if available): human chorionic gonadotropin - on (B)(6) 2017: positive. Hysterosalpingogram - on (B)(6) 2017: unilateral occlusion (left tube occluded), other: failure to occlude right fallopian tube. Pregnancy test - on (B)(6) 2017: positive. Pregnancy test urine - on (B)(6) 2017: positive; on (B)(6) 2017: negative; on (B)(6) 2018: negative. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical record: pregnancy with contraceptive device ,embedded device, device expulsion". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received. New events added: bladder infection, bladder problems, uti, urinary problems, outcome of previously added events vaginal infection was updated to recovered. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation") and device dislocation ("migration") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain") and infection ("infections"). The patient was treated with surgery (hysteroscopy, laparoscopic right salpingectomy and a laparoscopic removal of right essure coil). At the time of the report, the fallopian tube perforation, device dislocation, pelvic pain and infection outcome was unknown. The reporter considered device dislocation, fallopian tube perforation, infection and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-mar-2019: quality-safety evaluation of product technical complaint incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.